Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvh13) and one unknown zimmer screw were returned for investigation (images 1 - 3). Visual evaluation of the as returned product identified fracture around the collar of the implant and screw fragment in its drive feature. Additionally, there was bone residue around the external threads which were damaged possibly during the removal process. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per were low density ¿ type IV. The reported implant had been placed on tooth #18 (unknown notation system) for approximately 13 years. X-ray/picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (60843921) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (60843921) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, an unreported malfunction did occur as screw fragment was identified in the implant drive feature.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that the implant at tooth site #18 was removed due to fracture. The patient was sent from dds. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: none reported.